Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0g7hg, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient had a laceration under where the incision was and where the implantable neurostimulator (ins) was implanted. It looked almost like a burn and it was not known when it started or was first noticed. It was later reported as an infection. The nurse practitioner covered the ins site with gauze until explant. They planned to culture it and the patient was put on antibiotics the day of the report. She was also using an over the counter cream, neosporin, at the doctor¿s request. Six days later it was reported that the ins and lead were completely removed. At the operation there was irritation on the skin, but there was no pus or any obvious signs of infection in the pocket site. The patient would be evaluated after a couple of months and be re-implanted.